Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were no allegations or product specific complications, nor were there any other medical/surgical interventions taken. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effectiveness of medtronic carelink express system in identifying patients with high-energy electrotherapy devices requiring clinically significant intervention. Grabowski m., sadecka s., cacko a., michalak m., blicharz l., balsam p., opolski g. Cardiology journal. 2018; 25(1):81-86. Doi:10.5603/cj.a2017.0071. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD)/cardiac resynchronization therapy and defibrillator (crt-d) systems. The article reported there were patients who experienced device alerts for non-sustained ventricular tachycardia/ventricular fibrillation episodes. There were ¿ventricular sensing episodes,¿ noted as well. The article indicated that there were 27 device reprogramming changes and 13 medication modifications/changes; all of these were deemed to be ¿clinical and significantly necessary¿ for the patients¿ safety. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.